Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed two other similar complaint(s) from this serial number. Previously, the root cause was inconclusive as the reported issue could not be reproduced during evaluation. Device not returned.

Event description:
Customer reported system's ultrasound image is too grainy to visualize the vascular structures.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the image is too grainy to visualize the vascular structures is unconfirmed. The scanner was evaluated with the model 550 phantom and the image was found to be normal for a sr 8 scanner. The device was serviced, tested and returned to inventory. A history review of serial number (B)(4) showed two other similar complaint(s) from this serial number. Previously, the root cause was inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
Customer reported system's ultrasound image is too grainy to visualize the vascular structures.